Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent, visual summary analysis of the lead indicated stretching and damage at implant. The analyst commented that the helix extended and retracted without issue, the helix is slightly bent, but still measures and operates with specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the helix on the right atrial (ra) lead would not extend once placed in the right atrium. The lead was removed and replaced. No patient complications have been reported as a result of this event.